Event description:
The customer reported that the ion selective electrode (ise) waste involving a beckman coulter au5400 clinical chemistry analyzer had backed up and overflowed. The customer indicated that the instrument will not calibrate and the quality control (qc) was out. The customer stated that no results were reported out of the laboratory and there was no change to patient treatment in connection with this event. The customer noted that "abnormal ise results" followed by failed qc for the ise alerted the operator to potential issues with the ise. The customer lifted the door on the ise compartment and noticed that the bottom of the compartment was flooded and the overflow was traced to the ise waste. The customer proceeded to bleach the drain lines which had cleared the blockage in the ise drain. The customer had cleaned up the leak using appropriate personal protective equipment and internal facility exposure precautions. The customer was then able to recalibrate the ise and verified performance with acceptable qc run. Multiple attempts have been made to obtain the "abnormal ise results", but the customer had denied the requests. Service was cancelled as the customer was able to resolve the issue. No further issues have been noted at this time. Failure mode is determined to be clogged ise waste drain.

Manufacturer narrative:
Method: the customer resolved the issue and service was not dispatched. Conclusion: the customer determined that ise waste drain was clogged. Issue was resolved by the customer through troubleshooting.